Event description:
It was reported to technical services that this patient had a red alert for high rv impedances on (B)(6) 2011. Rv p/s impedance has been trending in upper 300 ohms to lower 400 ohms range. Reviewed value which triggers high oor measurement for rv lead impedance (>/= 2000 ohms). Discussed that there was no noise on rv p/s egm channel in either presenting egm or few most recent nonsustained egm's (v-15 to v-18). Reviewed rv lead spec's. Ts let him know it was dr. (B)(6) at (B)(6) general who implanted device. Discussed that next steps for clinic to consider could be to bring patient in for further troubleshooting this oor rv p/s impedance. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).